Manufacturer narrative:
This product had been requested to be removed from use more than a month before the incident occured. Distributors had been notified to remove this lot and also directed to contact any facilities that had received the affected lot. In review of the nonconformance it was determined the product had not been assembled in accordance with the established assembly protocol. Training was inadequately done. Corrective actions have been instituted.

Event description:
An original report was created on (B)(6) 2026; event # (B)(4); a product recall was initiated at that time. Molded products was advised (B)(6) 2026 that a new event had occurred that included the same product manufactured by molded products. Mpc-130 see luer cap set lot# 20389 was deemed nonconforming due to being assembled incorrectly. The luer pin was not snapped into the thread cap which would cause the two pieces to disengage. This nonconformance is easily spotted as the luer pin will come out as soon as the cap is screwed onto the catheter or it will already be disassembled in the package. A proceduralist at a radiology suite did not notice the nonconformance and proceeded to use the product on a patient. The product should not have been available for use as it had been documented for recall, and all distributors had been contacted with the recall information. The patient had to have an additional procedure done to replace a potentially contaminated dialysis line no blood loss noted and no reported injury noted.